Event description:
Per clinical trial cp-(B)(4): on (B)(6) 2018, patient underwent bilateral augmentation mastopexy using a vertical incision. Two pieces of galaform (galaflex 3dr) were used. There were no concomitant procedures documented. On (B)(6) 2019, bilateral ptosis was reported. On (B)(6) 2019, additional surgery was done - revise bilateral mastopexies with replacement of left breast implant with a new one. No indication of removal of any mesh. Resolved without sequelae on unknown date. Review by medical affairs identifies as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including ptosis and underwent additional surgery. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. An additional emdr was submitted to report additional ae of wound dehiscence. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.